Event description:
Report indicates: "infused faster than expected. No patient harmed but kindly check thoroughly for any other defect. Setting pri rate 8,250 ml infused over 8 hours. No other info available at this time. Additional information from the account reveals no patinet injury or intervention was required. Account does not know the medication that was delivered nor the tubing used but notes this was loaded in channel #1. Account reports testing of the pump at their facility did not indicate any problem with accuracy of the pump. Account indicates they think this may be "user issue".